Event description:
Patient #3. Approximately two hours into the treatment, the pt became hypotensive and was placed in the trendelenburg position and administered oxygen and saline. The pt continued to complain of not feeling well and of feeling sweaty; an additional 100 cc saline was administered. An hour later the treatment was terminated and shaking and vomiting was noted. The pt continued to complain of not feeling well and was admitted to the hosp on july 31, 2000. The pt expired in the ICU shortly after midnight.